Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device and non-boston scientific lead, triggered a lead safety switch due to high, out of range, right atrial pacing impedance (greater than 2,183 ohms). The patient noted twitching in the pocket of the device. The device has been reprogrammed back to a bipolar configuration, and all measurements are within normal range. The device remains implanted. No additional adverse patient effects were reported. A technical service (ts) consultant reviewed available device data, and suggested having the patient be seen in the clinic for a follow up appointment. Ts recommended performing lead integrity testing, x-ray images to confirm placement, and manipulation of the pocket. Ts also recommended programming options. The device remains implanted. No adverse patient effects were reported.